Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went emergency medical services due to high blood glucose level caused by the infusion set inserted in a site with a scarred tissue event on (B)(6) 2026. At the time of hospitalization patient blood glucose level was 400 mg/dl and was treated with intravenous (IV) drip. No further information available.